Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had their scs ipg replaced because the ipg was inoperable. Patient underwent surgical intervention on (B)(6) 2022 and therapy was reportedly restored postoperatively.